Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, and the device was determined to meet specifications. Therefore, a further presumption could not be made regarding the suggested phenomenon. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The allegation could not be confirmed. There was no error code and no moisture invasion found. The bending section cover glue and plastic distal end cover were peeled. The device passed the fog test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited loss of image and an error code during an unknown diagnostic procedure multiple times. There was no harm or user injury reported due to the event.